Event description:
Baxter product surveillance received a report that one minicap disconnect cap came off during pt use. The home pt had the minicap first fall off at the begnning of december (exact date unk). When this happened, the transfer set was exchanged, and prophylactic antibiotics were prescribed (keflex orally). The home pt required no further medical intervention and did not develop peritonitis or any other injury due to the incident.